Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp3186 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "the patient reports a PICC line leak. I unplug the tap, plug it back in and see that it is indeed leaking. I'll purge another 3-way valve. When I come back I try to unplug the faucet, but it gets stuck in the PICC line. It is impossible for me to remove it, the tap is stuck in the PICC line. Consequence: removal of the piccline then installation of a new vvc."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an accessory becoming stuck within the luer adapter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A luer taper was broken off in the catheter luer orifice. Abundant deformation and discoloration were observed throughout the break site. Microscopic inspection of the broken taper confirmed abundant material flow and discoloration. The inside edge of the luer orifice exhibited deformation at the interface with the broken taper. The luer threads exhibited abundant deformation and discoloration. An attempt to infuse water through the sample using a 12ml syringe with a tapered flushing connector revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. The observed material flow/deformation of the taper break site and deformation of the threads and luer orifice suggested that over-tightening of the accessory likely caused/contributed to the taper break. While no leaks were observed when testing the sample, the broken taper prevented functional assessment of the interface between the luer and accessories. Deformation of the luer orifice/accessory luer connector may have resulted in leakage at the interface. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by healthcare professional "the patient reports a PICC line leak. I unplug the tap, plug it back in and see that it is indeed leaking. I'll purge another 3-way valve. When I come back I try to unplug the faucet, but it gets stuck in the PICC line. It is impossible for me to remove it, the tap is stuck in the PICC line. Consequence: removal of the PICC line then installation of a new vvc."